Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a non-tortuous, heavily calcified, 90% stenosis in the mid left anterior descending artery. The pilot 50 guide wire was used to access the lesion and pre-dilatation was performed with a non-abbott 2.75 x 12 mm balloon catheter up to 12 atmospheres when a vascular rupture occurred. The graftmaster 2.8 x 19 mm was chosen to treat the perforation, but it would not cross to the lesion. The patient underwent coronary artery bypass graft (CABG) surgery and is doing better. No additional information was provided.